Manufacturer narrative:
Additional information was received that there will be no further action at this time. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's leads displayed high impedances. The physician assessed that the leads may be partially broken. The physician does not suspect that the wires are exposed outside of the lead insulation.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit, model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient's leads displayed high impedances. The physician assessed that the leads may be partially broken. The physician does not suspect that the wires are exposed outside of the lead insulation.